Manufacturer narrative:
Product has not yet been returned for eval. F/u will be filed as necessary based upon investigation results.

Event description:
It was reported by the customer that a pt was placed on hypothermia protocol around 8:20 am, and at about 3 pm, the rn noticed that the pt was not reaching target temp of 33.5c. Troubleshooting was done and it was found that legs were cold but the vest was not. Vest was changed out and new vest worked properly. No adverse consequences were reported.